Manufacturer narrative:
Service inspected the analyzer, performed several troubleshooting procedures and determined the syringe assy and valve, manifold, dispense 2 way the complaint causes of the issue and replaced the parts. Part replacement resolved the issue. A review of the product labeling concluded that the issue is sufficiently addressed. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The alinity I service documentation provides removal and replacement procedures for the syringe assy and valve, manifold, dispense 2 way parts. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial (B)(4) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review did not identify an adverse trend for the syringe assy or the valve, manifold, dispense 2 way parts. A search did not identify a nonconformance or potential nonconformance for complaint cause part numbers. No systemic issues or adverse trends for the complaint issue associated with this ticket were found. No adverse trend for discrepant results and no systemic issues for the alinity I as described in this complaint were found. A review of historical data for the parts associated with this complaint revealed no adverse trend, systemic issues, or nonconformance associated with the syringe assy or valve, manifold, dispense 2 way. No product deficiency was identified.

Event description:
The account stated 3 patients generated (B)(6) alinity I (B)(6) igg and alinity I (B)(6) igm when processing on the alinity I processing module. The account provided an example patient 1 with alinity I (B)(6) igg (B)(6), but (B)(6) using another module. The (B)(6) results were confirmed to be correct. On (B)(6) 2021, sid (B)(6) was alinity I (B)(6) igg (B)(6), but (B)(6) using another module. The (B)(6) results were confirmed to be correct on (B)(6) 2021, sid (B)(6) was alinity I (B)(6) igg (B)(6) and alinity I (B)(6) igm (B)(6). No specific patient information was provided. No impact to patient management was reported.